Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. A field service engineer confirmed that the customer was able to release the pocket and chose the option 'pocket not there' and the customer unloaded the pocket. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie was failed and unable to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.